Event description:
It was reported that during a procedure, the pt's lip was caught in the bur and was inadvertently cut. It was further reported that the surgeon used a suture to close the cut. It was also reported that there was an unk delay as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval, it was discarded. Lot number info has not been provided to permit further investigation. The attachment and handpiece were returned and are currently under investigation. When the eval is complete, a f/u MDR will be submitted.